Event description:
It was reported that a pt complained of a burning sensation on the left thumb and outer left thigh following a lumbar mr exam (ctl array). The burns developed into a 1.5 cm blister on the thigh and a 1.5 cm blister on the thumb (total blister size 3 cm). The pt was prescribed siverex creme for treatment of the burns. The pt was positioned head first, supine, arms at the side. The pt's hands were reportedly touching his thighs. Padding was not used. The exam consisted of 8 scans and lasted 30 minutes. A ge healthcare field engineer performed a checkout of the system and found no problem with the mr system or the coils in question. Based on the available system test data from gehc field engineering, there is no evidence that the mr system malfunctioned. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.